Event description:
Medtronic received information that prior to use of a dlp malleable single stage venous cannula, the customer reported that the tip of the cannula was kinked. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the tip was obstructed. The tip did not detach from the cannula body. The cannula was not heated or cooled prior to use.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of damage/kink. The reason for return was confirmed. Section e initial reporter: the first and last names and phone number of the initial reporter are not available due to regional privacy laws. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.